Manufacturer narrative:
Device is a combination product. Date of birth: (B)(6) 1928. (B)(6). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-02621, 2134265-2015-02622. (B)(4). It was reported that the patient died. In (B)(6) 2011, the patient was referred for cardiac catheterization as per the pe-prove protocol. Target lesion #1 was a de-novo bifurcated long lesion located in the proximal left anterior descending (lad) extending to mid lad with 80% stenosis and was 7 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct stent placement using a 2.50x8mm promus element stent in the mid lad, over lapping with 2.75x16mm taxus element non-study stent in the proximal to mid lad, a grade c dissection occurred in mid lad. Following kissing balloon technique was performed with 0% residual stenosis. Target lesion #2 was an in-stent restenosis of previously placed unknown bare metal stent located in the mid right coronary artery (rca) with 75% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with direct stent placement using a 3.50x16 mm promus element stent with 0% residual stenosis. Additionally, a non-target lesion located in 1st diagonal was treated with balloon angioplasty. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the site reported that the patient died. Cause of death is unknown. Additionally, adjudication added that stent thrombosis occurred.